Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer changed supplies to address the occlusion alarm, but the alarm continued. Customer reverted to manual injections for insulin therapy. Customer reported blood glucose level ranged from 80-120 mg/dl.